Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the patient was shocked from device. Pain around their pelvic floor and device pain. The cause was not known. Troubleshooting was performed, device was tested and impedances tested no issues. Device was turned off. No relief. Hcp decided to remove the device and leave the lead.